Event description:
A discordant result for magnesium (mg) was obtained on an advia 1800 instrument. The result was reported to the physician(s). The physician questioned the result. The same sample was rerun on another advia 1800 instrument. A corrected result report was sent to the physician(s). The patient received a magnesium dosage. There are no known reports of adverse health consequences due to the discordant mg result.

Manufacturer narrative:
Siemens filed MDR # 2432235-2012-00458 on (B)(4) 2012. In the original, "na" was inadvertently written instead of "magnesium". Following is the correct text: a siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant magnesium result was a malfunction of the dilution washer. The fse replaced two solenoid valves and aligned two nozzles of the dilution washer. The instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant na result was a malfunction of the dilution washer. The fse replaced two solenoid valves and aligned two nozzles of the dilution washer. The instrument is performing within specifications. Further evaluation of the device is not required.